Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 27-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("hysteroscopic graspers were then used to remove the remaining fragment"), pelvic pain ("pain/ pelvic pain (left>right)"), device dislocation ("malposition of essure: left peritoneal cavity") and device expulsion ("malposition of essure: right uterine cavity") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included contraceptives nos. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), migraine ("migraines"), headache ("headaches / migraine"), fatigue ("fatigue,"), rash ("rashes or skin conditions type:"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), weight increased ("weight gain"), swelling ("swelling"), abdominal distension ("bloating") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysteroscopic removal of essure micro-insert and operative laparoscopy with left salpingectomy), surgery (salpingectomy (one side removal of fallopian tube)), surgery (hysteroscopic removal of essure micro-insert (right)) and surgery (hysteroscopic removal of essure micro-insert (right)). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, pelvic pain, device dislocation, device expulsion, complication associated with device, migraine, headache, fatigue, alopecia, vaginal haemorrhage, menorrhagia, weight increased, swelling, abdominal distension and abdominal pain outcome was unknown and the rash was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, complication associated with device, device breakage, device dislocation, device expulsion, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, swelling, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pelvic pain, rash, migraine headache possibly associated with essure, rash presumed due to nickel in essue micro implants nearly resolved since surgery diagnostic results: on (B)(6) 2011, hysterosalpingogram showed the uterine cavity appears normal in terms of both size and configuration. No filling defects are identified quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event per pfs: abnormal bleeding (vaginal, menorrhagia), malposition of essure: right uterine cavity. Left peritoneal cavity, weight gain, swelling, bloating and abdominal pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("hysteroscopic graspers were then used to remove the remaining fragment"), pelvic pain ("pain/ pelvic pain (left>right)"), device dislocation ("malposition of essure: left peritoneal cavity") and device expulsion ("malposition of essure device -location of device:right uterine cavity") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *she taken adiana as concomitant drug. On (B)(6)2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), headache ("headaches / migraine"), fatigue ("fatigue,"), rash ("rashes or skin conditions type:rash"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), swelling ("other injury or complication-please describe:swelling"), abdominal pain ("abdominal pain"), libido decreased ("decreased sex drive") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6)2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. On an unknown date, the patient experienced complication associated with device ("device complications") and abdominal distension ("other injury or complication-please describe:bloating"). The patient was treated with surgery (hysteroscopic removal of essure micro-insert (right), hysteroscopic removal of essure micro-insert and operative laparoscopy with left salpingectomy and salpingectomy (one side removal of fallopian tube)on (B)(6) 2011). Essure was removed on (B)(6)2011. At the time of the report, the device breakage, pelvic pain, device dislocation, device expulsion, complication associated with device, migraine, headache, fatigue, alopecia, vaginal haemorrhage, menorrhagia, weight increased, swelling, abdominal distension, abdominal pain, libido decreased and dyspareunia outcome was unknown and the rash was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, complication associated with device, device breakage, device dislocation, device expulsion, dyspareunia, fatigue, headache, libido decreased, menorrhagia, migraine, pelvic pain, rash, swelling, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pelvic pain, rash, migraine headache possibly associated with essure, rash presumed due to nickel in essue micro implants nearly resolved since surgery quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2018: pfs received. Following events were added: decreased sex drive and dyspareunia(painful sexual intercourse). Event onset dates were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('hysteroscopic graspers were then used to remove the remaining fragment / one of my coils was in a "million pieces'), pelvic pain ('pain/ pelvic pain (left>right)'), device dislocation ('malposition of essure: left peritoneal cavity') and device expulsion ('malposition of essuredevice -location of device:right uterine cavity') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stillbirth nos and insomnia. *she taken adiana as concomitant drug. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), headache ("headaches / migraine"), fatigue ("fatigue,"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), swelling ("other injury or complication-please describe:swelling"), abdominal distension ("other injury or complication-please describe:bloating"), abdominal pain ("abdominal pain"), libido decreased ("decreased sex drive") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced rash ("rashes or skin conditions type: rash / breaking out in rashes"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication associated with device ("device complications") and menstruation irregular ("irregular periods"). The patient was treated with surgery (hysteroscopic removal of essure micro-insert (right), hysteroscopic removal of essure micro-insert and operative laparoscopy with left salpingectomy and salpingectomy (one side removal of fallopian tube)on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, device dislocation, device expulsion, complication associated with device, migraine, headache, fatigue, alopecia, weight increased, swelling, abdominal distension, libido decreased, dyspareunia and menstruation irregular outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the rash was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, complication associated with device, device breakage, device dislocation, device expulsion, dyspareunia, fatigue, headache, libido decreased, menorrhagia, menstruation irregular, migraine, pelvic pain, rash, swelling, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pelvic pain, rash, migraine headache possibly associated with essure, rash presumed due to nickel in essue micro implants nearly resolved since surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs received : reporter information were added. Medical history were added. Event : irregular periods were added. Outcome of the event : pelvic pain, abdominal pain, abnormal bleeding were updated. Event verbatim were updated as rashes or skin conditions type: rash / breaking out in rashes, hysteroscopic graspers were then used to remove the remaining fragment / one of my coils was in a "million pieces. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('hysteroscopic graspers were then used to remove the remaining fragment / one of my coils was in a "million pieces'), pelvic pain ('pain/ pelvic pain (left>right)'), device dislocation ('malposition of essure: left peritoneal cavity') and device expulsion ('malposition of essuredevice -location of device:right uterine cavity') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stillbirth nos and insomnia. *she taken adiana as concomitant drug. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), headache ("headaches / migraine"), fatigue ("fatigue,"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), swelling ("other injury or complication-please describe:swelling"), abdominal distension ("other injury or complication-please describe:bloating"), abdominal pain ("abdominal pain"), libido decreased ("decreased sex drive"), dyspareunia ("dyspareunia (painful sexual intercourse)") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced rash ("rashes or skin conditions type: rash / breaking out in rashes"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication associated with device ("device complications") and menstruation irregular ("irregular periods"). The patient was treated with surgery (hysteroscopic removal of essure micro-insert (right), hysteroscopic removal of essure micro-insert and operative laparoscopy with left salpingectomy and salpingectomy (one side removal of fallopian tube) on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, device dislocation, device expulsion, complication associated with device, migraine, headache, fatigue, alopecia, weight increased, swelling, abdominal distension, libido decreased, dyspareunia, menstruation irregular and gastrointestinal disorder outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the rash was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, complication associated with device, device breakage, device dislocation, device expulsion, dyspareunia, fatigue, gastrointestinal disorder, headache, libido decreased, menorrhagia, menstruation irregular, migraine, pelvic pain, rash, swelling, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pelvic pain, rash, migraine headache possibly associated with essure, rash presumed due to nickel in essue micro implants nearly resolved since surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. The uterine cavity appears normal in terms of both size and configuration. No filling defects are identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received. Added event gastrointestinal system or condition. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("hysteroscopic graspers were then used to remove the remaining fragment") and pelvic pain ("pain/ pelvic pain (left>right)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), migraine ("migraines"), headache ("headaches / migraine"), fatigue ("fatigue,"), rash ("rashes or skin conditions type:") and alopecia ("hair loss"). The patient was treated with surgery (hysteroscopic removal of essure micro-insert and operative laparoscopy with left salpingectomy) and surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, pelvic pain, complication associated with device, migraine, headache, fatigue and alopecia outcome was unknown and the rash was resolving. The reporter considered alopecia, complication associated with device, device breakage, fatigue, headache, migraine, pelvic pain and rash to be related to essure. The reporter commented: pelvic pain, rash, migraine headache possibly associated with essure, rash presumed due to nickel in essue micro implants nearly resolved since surgery. Diagnostic results: on (B)(6) 2011, hysterosalpingogram showed the uterine cavity appears normal in terms of both size and configuration. No filling defects are identified quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 1-mar-2018: mr received. Reporter was added. Hysteroscopic graspers were then used to remove the remaining fragment (device breakage) was added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), migraine ("migraines"), headache ("headaches,"), fatigue ("fatigue,"), rash ("rashes or skin conditions type:") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, complication associated with device, migraine, headache, fatigue, rash and alopecia outcome was unknown. The reporter considered alopecia, complication associated with device, fatigue, headache, migraine, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: migraine, headache, fatigue, alopecia, pelvic pain, rash were added. Previously reported event ¿medical device removal¿ deleted. Reporter, patient demographic information, other relevant history updated. Product start date, stop date added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain (left>right)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), migraine ("migraines"), headache ("headaches / migraine"), fatigue ("fatigue,"), rash ("rashes or skin conditions type:") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, complication associated with device, migraine, headache, fatigue and alopecia outcome was unknown and the rash was resolving. The reporter considered alopecia, complication associated with device, fatigue, headache, migraine, pelvic pain and rash to be related to essure. The reporter commented: pelvic pain, rash, migraine headache possibly associated with essure, rash presumed due to nickel in essue micro implants nearly resolved since surgery. Diagnostic results: on (B)(6) 2011, hysterosalpingogram showed the uterine cavity appears normal in terms of both size and configuration. No filling defects are identified quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 29-mar-2018: medical records received. Reporters added. Event outcome added for event rash as recovering. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("hysteroscopic graspers were then used to remove the remaining fragment"), pelvic pain ("pain/ pelvic pain (left>right)"), device dislocation ("malposition of essure: left peritoneal cavity") and device expulsion ("malposition of essure: right uterine cavity") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included contraceptives nos. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), migraine ("migraines"), headache ("headaches / migraine"), fatigue ("fatigue,"), rash ("rashes or skin conditions type:"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), weight increased ("weight gain"), swelling ("swelling"), abdominal distension ("bloating") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysteroscopic removal of essure micro-insert and operative laparoscopy with left salpingectomy), surgery (salpingectomy (one side removal of fallopian tube)), surgery (hysteroscopic removal of essure micro-insert (right)) and surgery (hysteroscopic removal of essure micro-insert (right)). Essure was removed on (B)(6)2011. At the time of the report, the device breakage, pelvic pain, device dislocation, device expulsion, complication associated with device, migraine, headache, fatigue, alopecia, vaginal haemorrhage, menorrhagia, weight increased, swelling, abdominal distension and abdominal pain outcome was unknown and the rash was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, complication associated with device, device breakage, device dislocation, device expulsion, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, swelling, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pelvic pain, rash, migraine headache possibly associated with essure, rash presumed due to nickel in essue micro implants nearly resolved since surgery diagnostic results: on (B)(6)2011, hysterosalpingogram showed the uterine cavity appears normal in terms of both size and configuration. No filling defects are identified quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Event per pfs: abnormal bleeding (vaginal, menorrhagia), malposition of essure: right uterine cavity. Left peritoneal cavity, weight gain, swelling, bloating and abdominal pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).